Event description:
The customer contacted carefusion tech support to report a user interface module that does not power up. According to the customer, this problem is intermittent. The leds will power up, but they do not stay lit-up and the screen is black. The customer indicates that by turning the power switch off a few times, the display will p/u with no issues. They replaced the user interface module cable, but the problem was not corrected. The ventilator was not on a patient when the problem occurred.

Manufacturer narrative:
(B)(4). Carefusion tech support shipped the distributor a replacement user interface module. A return goods authorization (rga) number was also issued to the customer for the return of the alleged faulty user interface module for evaluation. The alleged faulty user interface module was returned to carefusion on 03/10/2015 and is awaiting evaluation. Once evaluated, a f/u medwatch report will be submitted.